Manufacturer narrative:
Note: all information contained in this report is provided by the manufacturer. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of eight products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.

Event description:
A vascular surgery was performed on (B)(6) 2013. It was reported that an hematoma was noticed after surgery. The graft remained implanted. No pt injury was reported.